Manufacturer narrative:
This report is being supplemented to provide a correction to h6 and additional information to b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The issue was found during installation.

Event description:
It was reported the subject device exhibited error code e315. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.